Manufacturer narrative:
Further review of the investigation has indicated that this report is a duplicate of manufacturers report 1218950-2023-00185. This record will be closed as a duplicate with no further investigation.

Event description:
During evaluation at the bench, it was identified that the device had defective speaker. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The bench evaluated the device speaker and found that the device speaker was not producing audio when performing the startup test. The bench replaced the device speaker - foxlink d speaker - 453665031201. The device passed all functional testing. The device was operational after repairs were completed and returned to the customer.

Event description:
During evaluation at the bench, it was identified that the device had defective speaker. The device was not in use on a patient at the time of event, there was no patient involvement.